Manufacturer narrative:
Additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink luer activated valve experienced a connection issue which resulted in a leak. The customer further mentioned that in nuclear medicine, while using a syringe of unknown manufacturer, the connection with the luer lock was unstable and resulted in a spill of an unspecified radiopharmaceutical. There was no patient injury or medical intervention associated with this event. No additional information is available.